Manufacturer narrative:
The device history review (DHR) for lot 13508146 was reviewed and no non conformities were found that would have led to the reported complaint. Additional information can be found in b5.

Event description:
Additional information was received from the distributor on 22-aug-2023 stating that based on their sample evaluation, no anomalies were observed in the product itself. Hence, sample will not be returned.

Event description:
The incident involved a chemosafelock bag spike on an unknown date. The reporter stated that there was leakage. There is unknown patient involvement and no report of harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: rumi fukuzawa. Terumo kofu factory. Rumi_fukuzawa@terumo.co.jp.